Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of discomfort in scapular area and venous thrombosis. The patient has history of superior vena cava syndrome. The right atrial (ra) lead was explanted. No additional adverse patient effects were reported.